Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. Should additional information become available a supplemental record will be filed. Broken weld bottom rear

Event description:
The left frame has a broken weld at the rear wheel axle joint.